Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an embolization treatment procedure, resistance was encountered during insertion. The intended location for treatment was the internal iliac artery. A 0.021 inch, non-bsc catheter was placed at the target location. Using continuous flush, two coils were successfully implanted. During insertion of a 5 mm x 15 cm interlock coil, resistance was encountered at the proximal portion of the non-bsc catheter. The interlock coil was removed and the procedure was completed with another of the same interlock coil. No patient complications were reported and the patient's status is listed as good. Returned product analysis revealed a broken coil.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned device revealed the pusher wire interlocking arm was stuck at the twist lock and the twist lock was not fully opened. The coil was protruding from the tip of the introducer sheath, but the proximal end of the coil was stuck at the tip of the introducer sheath due to dried blood. It was not possible to advance the coil and pusher wire through the tip of the introducer sheath due to dried blood. The introducer sheath was cut at the distal end and the coil was removed. The proximal end of the coil was severely stretched and the interlocking arm had been pulled off. The introducer sheath was cut at the twist lock to remove the pusher wire. The pusher wire was inspected and kinks were noted towards the distal end. The interlocking arm of the coil was not returned. The coil zap tip shape and surface was smooth and there was evidence of weld marks on the proximal end of the coil. The interlocking arm of the pusher wire ss coil was inspected and dried blood was present. No other anomaly was noted. As the coil was damaged, not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).